Event description:
Contact reports that, a depuy spine lumbar cage was inserted with a local inserter that was developed by reporter. The inserter was impacted and dislocated from the cage. The inserter tip hit the dura on the spinal cord. The dura was sutured. The cage did not show any significant damage and was impacted further to be implanted. The patient is under observation and does not show any nerve disorder so far. Four pieces of stripped debris were found, from the thread of the cage.

Manufacturer narrative:
The most likely cause of the event is excessive force placed on the cage during insertion. The patient event does not appear to be related to any shortcoming of the depuy spine implant. The inserter used was not the standard depuy spine inserter.